Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for resetting the pump, which resolved the issue, and confirmed that the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the issue arose again, and they acknowledged and understood the instructions.